Event description:
Additional information was received that the valve was recaptured 4 times due to difficulties positioning the valve. Upon deployment of the first valve, the paravalvular leak (pvl) was mild-moderate. The severe aortic insufficiency was pvl. Heparin was administered during the procedure and the patient's activated clotting time (act) levels were monitored every 30 minutes. The stroke was reported to be ischemic. No transesophageal echocardiogram (tee) exam confirmed thrombus.

Event description:
It was reported that a transcatheter aortic valve implantation (tavi) procedure was performed using a 29 mm transcatheter aortic valve for severe, symptomatic aortic stenosis in a patient with high surgical risk, bicuspid aortic valve morphology (sievers type 1) with left-right coronary cusp fusion, severe aortic leaflet calcifications, and calcium nodules in the aortic annulus and left ventricular outflow tract. Pre-dilatation was performed twice with a downsized 22 mm non-medtronic balloon due to calcifications. Implantation of the transcatheter heart valve was attempted with the valve reported as properly loaded, and valve positioning was described as challenging with multiple attempts before it was positioned in the aortic annulus. An aortogram noted paravalvular leak and the valve appeared underexpanded, so post-dilatation was performed with the same 22 mm balloon; the valve was reported to expand initially but to recoil after balloon deflation. A second post-implant dilatation was then performed with the same balloon, during which the transcatheter heart valve dislodged above the aortic annulus, and no coronary occlusion was noted with the valve positioned above the coronary takeoffs. The patient then became hypotensive with severe aortic insufficiency. A second 34 mm transcatheter heart valve was implanted successfully on the first attempt without post-dilatation, and the patient was reported to be hemodynamically stable. At the conclusion of the procedure, the patient was unresponsive/not reactive, prompting an multi-slice computed tomography (msct) exam and neurological consultation. Post-implant, the patient experienced a stroke, and msct identified thrombus in the basilar artery. Additional information was received that the valve was recaptured 4 times due to difficulties positioning the valve. Upon deployment of the first valve, the paravalvular leak (pvl) was mild-moderate. The severe aortic insufficiency was pvl. Heparin was administered during the procedure and the patient's activated clotting time (act) levels were monitored every 30 minutes. The stroke was reported to be ischemic. No transesophageal echocardiogram (tee) exam confirmed thrombus. Additional information was received that no thrombus was seen during the procedure. It became apparent at the end of the procedure that the patient had suffered a cerebral event with reduced consciousness. The total procedure time was approximately 2.5 hours. The act was above 250 throughout the case. The procedure was performed under conscious sedation with transthoracic echocardiogram; however, no thrombus was identified during the actual procedure. The patient was noted to be unconscious at the close of the procedure with a glasgow coma scale of 3/15. Subsequent computed tomography (CT) imaging showed evidence of a basilar tip calcified thrombus with soft thrombus proximal to this. Further brain CT imaging showed evidence of bilateral cerebral infarction. The patient underwent attempted thrombectomy by neuro interventionists, unfortunately with little improvement in flow. The patient's consciousness level did not improve and remained intubated and ventilated on the intensive therapy unit. Per the physician, the thrombotic stroke most likely occurred as a result of the tavi procedure. However, whether it was related to the valve or to the dislodgement complication and its subsequent management with snaring of the 29 mm prosthesis and subsequent successful implant of a 34 mm evolut fx plus, cannot be determined with certainty. The physician noted that the stroke was likely caused by thrombus development during management of the valve dislodgement complication. Subsequently, the patient¿s clinical condition did not improve, and the patient passed away without regaining consciousness. Additional information was received to report the patient's death occurred eight days following the tavi procedure.

Manufacturer narrative:
Updated data: b2. Date of death b5. A fourth paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: 0013300887); product type: 0195-heart valves; product ID: d-evolutfx-34 (lot: 0013379993); product type: 0195-heart valves; product ID: evfxplus-29 (B)(6); product type: 0195-heart valves; implant date: on (B)(6) 2026. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a transcatheter aortic valve implantation procedure was performed using a 29 mm transcatheter aortic valve for severe, symptomatic aortic stenosis in a patient with high surgical risk, bicuspid aortic valve morphology (sievers type 1) with left-right coronary cusp fusion, severe aortic leaflet calcifications, and calcium nodules in the aortic annulus and left ventricular outflow tract. Pre-dilatation was performed twice with a downsized 22 mm non-medtronic balloon due to calcifications. Implantation of the transcatheter heart valve was attempted with the valve reported as properly loaded, and valve positioning was described as challenging with multiple attempts before it was positioned in the aortic annulus. An aortogram noted paravalvular leak and the valve appeared underexpanded, so post-dilatation was performed with the same 22 mm balloon; the valve was reported to expand initially but to recoil after balloon deflation. A second post-implant dilatation was then performed with the same balloon, during which the transcatheter heart valve dislodged above the aortic annulus, and no coronary occlusion was noted with the valve positioned above the coronary takeoffs. The patient then became hypotensive with severe aortic insufficiency. A second 34 mm transcatheter heart valve was implanted successfully on the first attempt without post-dilatation, and the patient was reported to be hemodynamically stable. At the conclusion of the procedure, the patient was unresponsive/not reactive, prompting an multi-slice computed tomography (msct exam and neurological consultation. Post-implant, the patient experienced a stroke, and msct identified thrombus in the basilar artery.

Manufacturer narrative:
Updated b.5 and h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b2. B5. H1. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a transcatheter aortic valve implantation (tavi) procedure was performed using a 29 mm transcatheter aortic valve for severe, symptomatic aortic stenosis in a patient with high surgical risk, bicuspid aortic valve morphology (sievers type 1) with left-right coronary cusp fusion, severe aortic leaflet calcifications, and calcium nodules in the aortic annulus and left ventricular outflow tract. Pre-dilatation was performed twice with a downsized 22 mm non-medtronic balloon due to calcifications. Implantation of the transcatheter heart valve was attempted with the valve reported as properly loaded, and valve positioning was described as challenging with multiple attempts before it was positioned in the aortic annulus. An aortogram noted paravalvular leak and the valve appeared underexpanded, so post-dilatation was performed with the same 22 mm balloon; the valve was reported to expand initially but to recoil after balloon deflation. A second post-implant dilatation was then performed with the same balloon, during which the transcatheter heart valve dislodged above the aortic annulus, and no coronary occlusion was noted with the valve positioned above the coronary takeoffs. The patient then became hypotensive with severe aortic insufficiency. A second 34 mm transcatheter heart valve was implanted successfully on the first attempt without post-dilatation, and the patient was reported to be hemodynamically stable. At the conclusion of the procedure, the patient was unresponsive/not reactive, prompting an multi-slice computed tomography (msct) exam and neurological consultation. Post-implant, the patient experienced a stroke, and msct identified thrombus in the basilar artery. Additional information was received that the valve was recaptured 4 times due to difficulties positioning the valve. Upon deployment of the first valve, the paravalvular leak (pvl) was mild-moderate. The severe aortic insufficiency was pvl. Heparin was administered during the procedure and the patient's activated clotting time (act) levels were monitored every 30 minutes. The stroke was reported to be ischemic. No transesophageal echocardiogram (tee) exam confirmed thrombus. Additional information was received that no thrombus was seen during the procedure. It became apparent at the end of the procedure that the patient had suffered a cerebral event with reduced consciousness. The total procedure time was approximately 2.5 hours. The act was above 250 throughout the case. The procedure was performed under conscious sedation with transthoracic echocardiogram; however, no thrombus was identified during the actual procedure. The patient was noted to be unconscious at the close of the procedure with a glasgow coma scale of 3/15. Subsequent computed tomography (CT) imaging showed evidence of a basilar tip calcified thrombus with soft thrombus proximal to this. Further brain CT imaging showed evidence of bilateral cerebral infarction. The patient underwent attempted thrombectomy by neuro interventionists, unfortunately with little improvement in flow. The patient's consciousness level did not improve and remained intubated and ventilated on the intensive therapy unit. Per the physician, the thrombotic stroke most likely occurred as a result of the tavi procedure. However, whether it was related to the valve or to the dislodgement complication and its subsequent management with snaring of the 29 mm prosthesis and subsequent successful implant of a 34 mm evolut fx plus, cannot be determined with certainty. The physician noted that the stroke was likely caused by thrombus development during management of the valve dislodgement complication. Subsequently, the patient¿s clinical condition did not improve, and the patient passed away without regaining consciousness.

Manufacturer narrative:
Image review: twenty-three intraprocedural fluoroscopic media files and one static image were provided for evaluation of the reported event. The patient executive summary was not available for review; therefore, a comprehensive anatomical assessment could not be completed. Documentation states that the patient had a bicuspid aortic valve morphology (sievers type 1) with fusion of the left and right coronary cusps. This finding is supported by the provided imaging. Documentation also indicates the presence severe aortic leaflet calcification and calcific nodules involving the aortic annulus and left ventricular outflow tract. Fluoroscopic valve loading inspection images were not provided; therefore, appropriate valve loading could not be confirmed. A pre-implant balloon aortic valvuloplasty was reportedly performed twice before valve implantation. Documentation further indicates that valve deployment required four recapture attempts. As stated in the instructions for use (IFU): deployment of the bioprosthesis can be attempted 3 times. If the bioprosthesis is recaptured a third time, it must be removed from the patient. Imaging obtained immediately prior to valve release demonstrated an estimated implantation depth of approximately 2 mm at the non-coronary cusp in the cusp overlap view. However, valve depth could not be definitively assessed because significant valve under expansion was observed in the left anterior oblique (lao) projection. Despite the observed under expansion, the valve was released and initially remained stable within the aortic annulus. Post-implant balloon dilatation was performed twice. During the second balloon inflation, the implanted valve dislodged in the aortic direction. No temporary pacing lead is visualized in the provided media during post-implant balloon dilatation. Cardiac activity appears faster than a typical intrinsic rate, which may be consistent with pacing; however, the pacing method cannot be determined from the available imaging, and no documentation was provided to confirm the method of pacing. Although pacing over a left ventricular guidewire is a potential alternative, this cannot be confirmed based on the available information. As written in the IFU: establish a central venous line. Insert a temporary pacemaker lead via the right internal jugular vein (or other appropriate access vessel) per physician/clinical judgment. Based on the information available for review, the absence of a visualized temporary pacing lead during post-implant balloon dilatation precludes confirmation that pacing was performed in accordance with the IFU. The available imaging demonstrates balloon movement coincident with valve dislodgement; however, the relationship between the pacing method, balloon movement, and valve dislodgement cannot be conclusively determined from the available evidence. Following valve dislodgement, the valve was snared and secured within the ascending aorta. As stated in the IFU: physicians should use judgment when considering repositio ning a fully deployed bioprosthesis (for example, using a snare, balloon, and/or forceps). Repositioning the bioprosthesis is not recommended, except in cases where imminent serious harm or death is possible (for example, coronary occlusion). Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery. A second delivery catheter system was subsequently advanced through the displaced valve. A second valve was then implanted at an acceptable depth. Final imaging demonstrated no significant evidence of paravalvular leak. Based on the information available for review, the cause of the reported stroke and subsequent death cannot be definitively determined. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.